Manufacturer narrative:
(B)(4).the sample was discarded therefore no evaluation was performed.

Event description:
Initially the product surveillance representative was notified by a home patient that he is currently being treated for peritonitis. The home patient stated he began antibiotics on (B)(6) 2010. Additional information indicates the patient experienced symptoms of overfill (abdominal discomfort and difficulty breathing) on an unreported date in 2010. The symptoms were relieved after draining on the same date. The peritoneal dialysis (pd) nurse was contacted and stated these events were not related to the peritonitis which was manifested as abdominal pain, cloudy fluid and diarrhea experienced on (B)(6) 2010. A peritoneal effluent analysis and culture were performed on (B)(6) 2010 and indicated a leukocyte count of 2100 cells/mm3 but the culture showed no growth. The patient was treated with fortaz and ancef for four days initially. The patient was not hospitalized. A repeat analysis was performed on (B)(6) 2010 which showed a leukocyte count of 1000 cells/mm3. The fortaz was discontinued when the culture came back with no growth and the ancef was continued for an additional ten days. The patient's abdominal pain and diarrhea resolved on an unreported date in (B)(6) 2010, but the effluent was not totally clear. The patient is scheduled for a repeat effluent analysis on (B)(6) 2010. Dianeal and extraneal therapy continued. Per the nurse, the events were not related to dianeal, extraneal or the pd equipment. The nurse indicated that a possible break in aseptic technique and the patient does not use a mask and the living conditions are poor which may have contributed to the peritonitis.